Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the customer had high blood glucose of 499 mg/dl. Customer also reported no delivery alarm. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set of infusion and reservoir set. Customer is getting a whole lot of no delivery alarms. Customer changed site yesterday, this morning the blood glucose was 173 mg/dl then it was 305 mg/dl. Customer changed bottle of insulin. The troubleshooting was declined for high blood glucose. The insulin pump will not be returned for analysis.